Manufacturer narrative:
The device was not returned, however, the lot number was provided. Review of the device history record for this lot did not produce any findings relevant to this report.

Event description:
The physician attempted closure of an arteriotomy site with the starclose device following a diagnostic procedure. Upon removal of the device, it was noted that the distal end of the vessel locator band was missing. Hemostasis was achieved with manual compression. A vascular surgeon was consulted and a decision was made to leave the clip and distal end of the vessel locator band in the pt. Reportedly, the pt is doing well.